Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06242. It was reported that the patient presently remotely via merlin.net transmissions. It was noted that the right atrial and right ventricular leads exhibited noise. The patient was not reported to be symptomatic. The noise was not reproducible in clinic with pocket manipulation and isometrics. No intervention was reported.